Event description:
It was reported when the sterilization pack was lifted , the contents suddenly fell out and found the sterile pack was not sealed on the side opposite of the opening. The issue occurred at preparation for use for a therapeutic nasal endoscopic surgery. The device was replaced. Intended procedure was completed using a similar device. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
The subject device was returned at olympus service business center (B)(4). Visual inspection noted that there were no seal marks on the bottom side of the sterilization pack which usually seen when the sterilization pack is opened. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
Correction to d4, UDI number, from (B)(4) to (B)(4).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely there was a manufacturing error. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.